Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication than intended. On an unspecified date, the device was reportedly programmed to deliver morphine 250 mg/50ml at a rate of 3 mg/hr. No further programming parameters were provided. In 2006, at 0700, the pt was found very drowsy and the pt's oxygen saturation was decreased. At this time it was noted the device was delivering at a rate of 3 ml/hr (15 mg/hr) instead of the intended 3 mg/hr. The pt was treated with two unspecified doses of narcan and oxygen therapy. There were no reported adverse sequelae. Therapy was resumed the next day using an unspecified device. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. This report represents all the info known by the reporter upon query by hospira personnel.